Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 450cc and experienced bilateral capsular contracture baker grade ii and rupture on the right side postoperatively. The rupture was discovered during explantation on (B)(6) 2019. The patient underwent removal and replacement with mentor memorygel breast implants 325cc, catalog number: 3503251bc, serial number: (B)(4). This report is for the left breast prosthesis.

Manufacturer narrative:
On mar 13, it was noticed that there was a mistake in the initial report. Section d10 was marked as no, and section h10 specified the device had not been received. The device was received for analysis on feb 6 2020. Device evaluation summary: during visual inspection of the device, a crease was noted in the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms manufacturer¿s reference number: (B)(4).